Manufacturer narrative:
Act button did not respond due to flattened button dome switch during testing. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump had moisture damage on electronics. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they received a battery out limit alarm after battery change. The customer's mother reported that they were unable to clear the battery out limit alarm due to keypad anomaly. The customer's blood glucose was 104 mg/dl at the time of incident. The customer's mother stated that the buttons were unresponsive. The customer's mother stated that the insulin pump got exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.